Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure and power tray were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The power conversion enclosure failed bench testing. A short was found. Analysis found that the reported event was related to an electrical issue. The power tray has been received by the manufacturer. However, it is under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a planned maintenance (pm), a manufacturer representative found that the conversion enclosure fans were run when the image acquisition system (ias) not plugged in with umbilical cable. There was no patient present when this issue was identified.